Event description:
Reporter's meter - (fasting) to-lab (fasting, venous) comparison resulted in blood glucose readings of 142 and 196 mg/dl respectively. Reporter stated he had no control solution to test with. Reporter was not experiencing any symptoms.